Event description:
Same case as 6000093-2006-00823, 6000093-2006-00824, 6000093-2006-00825, 6000093-2006-00826. One year after a coronary artery drug eluting stenting procedure the pt expired. Lesion 1 was a 2.5mm, 90% stenosed 14mm long portion of the 1st posterior asending artery (1st rpl). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50 x 16mm drug eluting stent in the target lesion. Lesion 2 was a 3.0mm, 80% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.00 x 16mm drug eluting stent in the target lesion. Lesion 3 was a 3.0 mm, 90% stenosed, 30mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.00 x 32mm drug eluting stent in the target lesion. Lesion 4 was a 2.5mm, bifurcated, 90% stenosed, 24mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.5 x 24mm drug eluting stent in the target lesion. Lesion 5 was a 2.5mm, 90% stenosed, 22mm long portion of the ramus. The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.50 x 24mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged 9 days later on plavix and aspirin. One year after the initial procedure the pt expired. The cause of death is unk and it is unk if the taxus stents are related.